Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure and high tidal volume. No service order was requested by the customer. According to the available information, the customer referenced the expiratory cassette when sharing this information as they often run numerous nebulizer treatments and there have been concerns raised around the frequency of filter changes due to short staffing. Many of their long-term ventilator patients also remain on the same ventilator for an extended period of time. The customer is using servo guard filters as well as another brand of filters. Unsure of filter change frequency at this time but they have been instructed to follow the guidelines on the datasheet for the servo guard filters. No device logs were received. The root cause for the reported problem could not be determined but is most likely due to clogged expiratory bacteria filter. H3 other text : 4111.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. Desaturation. Serious injury. Final patient outcome was no injury. Manufacturer's ref. (B)(4).